Event description:
The customer previously reported having no delivery alarms. Infusion sets were sent and the customer had no problem with the first infusion set, but after changing the second infusion set he was not getting any alarms. He stated that one time his glucose level was high and bolused. Hours later he checked and his blood glucose was over 500mg/dl. The customer removed the infusion set and the cannula was bent, but he did receive no delivery alarm as it supposed. Troubleshooting was declined as customer feels frustrated and angry. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.